Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that there was no led was illuminated and the device had no function. It was further noted that the charger was defective. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the universal battery charger device had no led illumination and no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.